Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during milling stage of a cori assisted tka surgery, while surgeon was milling the boundary periphery of the bone model, the burr did not retract and remained exposed. The lateral bone was damaged by making a defect of 10mm length and 5mm depth. An approximately of 1cm of excessive milling was observed. There was no errors on the screen. The procedure was completed, without delay, using the same device. Patient outcome is unknown.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives and confirmed the overcut on the outer periphery of the lateral condyle. An extensive review of the log files and system files was conducted. No anomalies were found with the performance of the system that would suggest the exposure or speed control modes were not functioning as intended. In review of the screenshots, it was recognized that the checkpoints were collected at the appropriate times, and it does not suggest that trackers moved at the points in time when checkpoints were collected. However, when reviewing the final screenshots of the overcut, there is a 15 degree varus angle error in the plane visualization stage just prior to the overcut. It is possible that the overcut shown in the subsequent femur bone removal screen is reflective of this 15 degree varus angle. It is a likely possibility that there may have been femur tracker movement after checkpoint verification that could have led to the above scenario. However, confirmation of this is difficult because there were no other systematic faults exposed when reviewing the log files. It is recommended that before going to a bur all state, if there is any discrepancy between the visualize stage and using the drill, it is always recommended to refine the bone model to make sure there is no red bone, which would indicate whether the trackers have moved, or something in the plan has changed. It is suggested to perform checkpoint verification if it is suspected that the bone trackers have moved. Refer to the real intelligence cori for knee arthroplasty for inserting checkpoint pins and defining checkpoints. It is also possible that the red location had osteophyte(s) that were not removed prior to mapping, but were removed prior to burring. If the drill swept over the area where the osteophyte(s) had been, the virtual model would show an overcut even if there is no physical bone there because the osteophytes were removed prior to cutting. Reference the cori user's manual for osteophyte removal prior to registration with the cori system. Before collecting range of motion and free collection data, prominent spurs or osteophytes are to be removed. It is not known whether the overcut occurred in exposure or speed control mode. The screenshots do not show the femur bone model when the user is in exposure mode. According to the log files, however, the user was in exposure mode for almost 3 minutes. Only when the user is in speed control do the screenshots show the bone model and the overcut. It was reported that the burr did not retract and remained exposed, however the bur does not retract in speed control. The clinical/medical evaluation concluded: ¿based on the information provided, the clinical root cause of the reported excessive milling and burr failing to retract could not be definitively concluded. Correspondence indicated replacement of the robotic drill was warranted. Without the requested clinical documentation, the reported events could not be further assessed. The cori user manual cautions the burr rotation/cutting will not stop if control modes are disabled. There was no report of any intervention performed due to the excessive milling. The patient impact beyond the reported excessive milling of 1 cm, 10mm length and 5mm depth cannot be determined. However, it was reported the procedure was completed ¿without delay and there was no other injury other than the reported¿. No further clinical/medical assessment can be rendered.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.